Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('general abnormal. Bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure was placed only on one side". The patient's previously administered products included for an unreported indication: yasmin. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)"), dysmenorrhoea ("cramping started during menstrual cycle"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and fatigue ("fatigue"). In (B)(6) 2012, the patient was found to have weight increased ("weight gain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pelvic pain / left side pain"), abdominal pain ("abdominal pain"), back pain ("back pain") and pollakiuria ("frequent urination") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (on (B)(6) 2015 underwent ablation). Essure treatment was not changed. At the time of the report, the genital haemorrhage, dyspareunia, pelvic pain, abdominal pain, back pain, menorrhagia, hormone level abnormal, weight increased, dysmenorrhoea, vaginal haemorrhage, fatigue and pollakiuria outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, hormone level abnormal, menorrhagia, pelvic pain, pollakiuria, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy note date of insertion: (B)(6) 2011, 2011. Discrepancy note: essure was placed only on one side. Also constant bleeding and cramping started during menstrual cycle since essure. Had 4 surgeries since implantation, then later had tubes tied through cauterization. Patient received treatment for pelvic pain, abdominal pain, back pain, menorrhagia (heavy menstrual bleeding, genital bleeding. Essure insertion date provided in pfs: (B)(6) 2011. Current weight (B)(6). Tubal ligation done as per pfs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26 kg/sqm. Ultrasound scan vagina on (B)(6) 2011: unilateral occlusion (left tube occluded). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-mar-2020: pfs and mr received : events- "abnormal bleeding (vaginal), fatigue, frequent urination", reporter, lab data, medical history added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.